Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse duplicated reported alarm conditions. A replacement oxygen cell and calibration of the blender regulator relay was performed, which did not correct the reported event. The fse replaced the gas delivery module (gde) and completed the operational verification procedure of the device. The suspect gde was retuned to the vyaire medical failure analysis laboratory. Results of investigation: the vyaire failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The gde was visually and physically inspected, which found no damage to the gde or the blender assembly. The testing results passed the oxygen sensor calibration but failed the blender verification test. The reported fraction of inspired oxygen (fio2) failure was duplicated, which was attributed to the blender regulator relay balance out of specification. The root cause is due to the equipment not maintained.

Event description:
The customer reported an unspecified fraction of inspired oxygen (fio2) failure on this ventilator. The customer reported no known patient involvement. The non-device trained customer requested a vyaire field service evaluation and repair.